Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the pump hadn¿t been working. The reporter had no additional information as to what was wrong or when it began. The device system was used to deliver morphine.